Event description:
Related manufacturer report number: 1627487-2020-02509.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg in over 5 years. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced no complication.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.